Manufacturer narrative:
(B)(4). D10: s&n synergy stem. G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced a closed reduction and is pending a left hip revision with a triflange due to dislocation, osteolysis, and non-displaced superior and inferior pubic rami fractures. The patient has some instability and the locking mechanism for components apparently failed. Attempts have been made and no further information has been provided.